Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low neutrophil (ne) and high lymphocyte (ly) results generated by the coulter hmx cap pierce hematology analyzer when comparing the results from two different reference labs. Results were reported outside the lab and the patient was treated with immune boosters. Customer obtained normal differentials on the patient up until (B)(6) 2010. No death or serious injury was associated with this event.

Manufacturer narrative:
The specimen was collected in 4ml vacutainer tube and was sampled in automatic mode within 30 min of collection. Qc (quality controls) were run before and after the incident and were within assay limits. There have been no issues with controls during this period. A clear root cause for this event has not been determined to date.